Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx blue system was used during a retropubic sling procedure performed on (B)(6) 2019. According to the complainant, during the procedure, within the timeout, the physician injected a local anesthesia and began the incision. The anesthesiologist asked the physician to stop as they were having an issue. After four to five minutes, they continued the procedure and passed both needles. The physician then realized that he had hit the bladder with one of the needles. Subsequently, the physician tried to pull the device to re-pass it, and the patient began to code. It was reported that the patient has expired. The cause of the patient's death were cardiac issues and the physician does not believe the cardiac issues are related to the device in any way. The blood loss experienced by the patient was reported to be minimal. There was no mesh placed in the patient.